Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer, who is a physician, reported receiving error messages for several hours from his adc freestyle libre sensor and that due to this, he could not receive a reading. It was further reported that on (B)(6) 2018, after receiving the error messages, he began to experience unspecified symptoms of hypoglycemia so he was ¿rushed¿ to a hospital. At the hospital, customer was treated with glucose via unspecified route of administration. Some hours later, upon returning home, he reported the ¿sensor was unreliable¿ because he was now experiencing unspecified symptoms of hyperglycemia, so he went back to the hospital and was treated with an unspecified amount of insulin. Customer reported a reading of 1.6 mmol/l (29 mg/dl) but it is unknown on what device this reading was obtained. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaints and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer, who is a physician, reported receiving error messages for several hours from his adc freestyle libre sensor and that due to this, he could not receive a reading. It was further reported that on (B)(6) 2018, after receiving the error messages, he began to experience unspecified symptoms of hypoglycemia so he was ¿rushed¿ to a hospital. At the hospital, customer was treated with glucose via unspecified route of administration. Some hours later, upon returning home, he reported the ¿sensor was unreliable¿ because he was now experiencing unspecified symptoms of hyperglycemia, so he went back to the hospital and was treated with an unspecified amount of insulin. Customer reported a reading of 1.6 mmol/l (29 mg/dl) but it is unknown on what device this reading was obtained. No additional treatment was reported. There was no report of death or permanent injury associated with this event.